Manufacturer narrative:
Additional information was requested and the following was obtained: have you received any medical treatment for the sore - I am receiving wound care treatment at va hospital in (B)(6) approximately every six weeks. How long after the procedure was the sore first noted - the wound area never healed completely after my surgery on (B)(6) 2010.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that the patient underwent an unknown hernia repair procedure on (B)(6) and the mesh was implanted. After the procedure, a sore forms in the abdominal area where the mesh was implanted and the patient has to change the bandage every other day. It was also reported that the patient also goes to the wound care clinic every six weeks. As per patient, the physician notified that the wound will never heal and the patient will always have a sore. The patient has been having the issue for six years. Additional information will be requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.